Manufacturer narrative:
As reported in a research article, septal ablation to treat subaortic dynamic obstruction following transcatheter aortic valve implantation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: septal ablation to treat subaortic dynamic obstruction following transcatheter aortic valve implantation

Event description:
The article, "septal ablation to treat subaortic dynamic obstruction following transcatheter aortic valve implantation", was reviewed. The article presented a case study of an 87-year-old female patient diagnosed with severe aortic stenosis causing dyspnea on mild exertion. It was reported that on an unknown date, a 25mm navitor valve was chosen for implant. During procedure, hemodynamics and transthoracic echocardiography (tte) did not reveal any complications. It was then reported a few minutes post-procedure, the patient experienced severe hypotension (70/50 mmhg) and rapidly progressive pulmonary edema, requiring respiratory support. Intraprocedural transesophageal echocardiography showed a new-onset dynamic subaortic obstruction and severe mitral regurgitation largely due to systolic anterior mitral leaflet movement (sam). Vasoactive support using phenylephrine and noradrenaline and esmolol intravenous infusion was started. After improvement, the patient was admitted to the intensive care unit (ICU). A temporary pacemaker was placed for 36 hours but subaortic obstruction persisted on tte. Alcoholic septal ablation was performed successfully 5 days post-procedure. Once euvolemic, she was discharged on oral medication despite residual mild subaortic obstruction and moderate mitral regurgitation. It was then reported a few days post-intervention, the patient¿s functional class improved with no signs of systemic congestion on examination and no dynamic intraventricular gradient (dig) or sam in the control tte. [The primary and corresponding author was lidia maría carrillo mora, cardiology department, hospital universitario virgen de la arrixaca, carretera madrid-cartagena, s/n, 30120 el palmar, murcia, spain, with corresponding e-mail: guigo41112@gmail.com]